Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead dislodged months after being implanted. The lead could not be repositioned due to scar tissue in the coronary sinus. The lead was explanted and replaced. No patient symptoms or additional information was reported.